Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch (x2) and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch (x2) which were implanted on (B)(6) 2008 and (B)(6) 2010. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.